Manufacturer narrative:
(B)(4). Correction: per review of complaint on 2018-apr-25, the following corrections were identified. Service engineer (se) inspected the device and was unable to confirm the reported issue. The unit passed testing and operated within the manufacturing specifications. The device has been returned to use. Additional information: added unique identifier (UDI) #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during patient use, an 840 ventilator did not generate an alarm. The patient was removed from the ventilator and placed on a second ventilator. Ventilation was not interrupted. There was no harm to the patient as a result of the event.